Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 4 additional reports reports relating to implant loosening, and 1 other incident not related to implant loosening. Total for lot number: 5 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 129, by product family: 202 (69x smartset ghv, 133x smartset gmv).

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune for unknown reasons. The patella was resurfaced and depuy cement x 2 was utilized. No operative notes for the primary procedure were available. Patient¿s right knee was revised to treat pain and swelling secondary to suspected tibial tray loosening. Upon entering the joint, the surgeon identified and excised extensive periarticular synovitis. The tibial tray was loosened and debonded at the cement to implant interface and revised. The femoral component was well fixed but revised to accommodate the revision knee devices. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient was revised with a competitor revision knee system. The procedure was completed without complications. Doi: (B)(6) 2016. Dor:(B)(6) 2021. Right knee.